Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Exact date is unknown. This report is for one (1) unknown condylar plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown condylar plate. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient underwent an unknown procedure on an unknown date. The implant for variable angle locking compression condylar plate failed. It is unknown if the procedure was successful and patient outcome is also unknown. This report is for one (1) unknown condylar plate. This is report 1 of 1 for (B)(4).